Manufacturer narrative:
Corrected fields: - b2 (outcomes attrib to adv event): life-threathning was added - b5 (problem description): was updated with a better verbiage - d2 (common device name): changed to implantable lead - e4 (init rptr also sent rep to FDA): selected no this product remains in service, is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead perforated an unknown location of the heart wall as the patient experienced symptoms of effusion. A successful revision was performed to reposition the lead and it remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead perforated an unknown location. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.